Event description:
It was reported ¿rn was entering room with dose of prn oxy around 2005 when father noticed a small amount of blood on patient's fitted sheet. This rn assessed patient's line and noticed blood backing up in to the line and dripping. This rn clamped patient's line and checked all connections and all were fine. Rn found a spot in the line before the cap that was broken away from the female adapter part. Rn called second rn to bedside to also assess the line and notified md of the incident. The line was unable to be heplocked due to the broken line. Both rns deceased patient's sip and recessed sip as quickly as possible.¿ no patient harm reported.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint history review, applicable previous investigation(s), sample evaluation, applicable fmea documents, and labeling. Based on a review of this information, the following was concluded: the complaint of a crack in the extension tubing was confirmed and the cause was determined to be use related. The product returned for evaluation was a 20ga x 1¿ safestep infusion set. The sample contained usage residue throughout and a crack in the extension tubing was seen at the distal edge of the luer adaptor. Microscopic examination of the extension tubing tear revealed that the tear occurred through the adhesive fillet. The fracture surfaces were rough, granular, topographically complex, and contained linear beach marks aligned with the circumference. Due to the evidence of use, it was determined that the tear developed over time. It is possible that tensile and/or torsional stresses caused the tear to develop during use. This can occur with patient movement, manipulation of the luer adaptor, or inadvertent pulling on the extension set. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint history review, applicable previous investigation(s), sample evaluation, applicable fmea documents, and labeling. Based on a review of this information, the following was concluded: the complaint of a crack in the extension tubing was confirmed and the cause was determined to be use related. The product returned for evaluation was a 20ga x 1¿ safestep infusion set. The sample contained usage residue throughout and a crack in the extension tubing was seen at the distal edge of the luer adaptor. Microscopic examination of the extension tubing tear revealed that the tear occurred through the adhesive fillet. The fracture surfaces were rough, granular, topographically complex, and contained linear beach marks aligned with the circumference. Due to the evidence of use, it was determined that the tear developed over time. It is possible that tensile and/or torsional stresses caused the tear to develop during use. This can occur with patient movement, manipulation of the luer adaptor, or inadvertent pulling on the extension set. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported ¿rn was entering room with dose of prn oxy around 2005 when father noticed a small amount of blood on patient's fitted sheet. This rn assessed patient's line and noticed blood backing up in to the line and dripping. This rn clamped patient's line and checked all connections and all were fine. Rn found a spot in the line before the cap that was broken away from the female adapter part. Rn called second rn to bedside to also assess the line and notified md of the incident. The line was unable to be heplocked due to the broken line. Both rns deaccessed patient's sip and reaccessed sip as quickly as possible.¿ no patient harm reported.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported ¿rn was entering room with dose of prn oxy around 2005 when father noticed a small amount of blood on patient's fitted sheet. This rn assessed patient's line and noticed blood backing up in to the line and dripping. This rn clamped patient's line and checked all connections and all were fine. Rn found a spot in the line before the cap that was broken away from the female adapter part. Rn called second rn to bedside to also assess the line and notified md of the incident. The line was unable to be heplocked due to the broken line. Both rns deaccessed patient's sip and reaccessed sip as quickly as possible.¿ no patient harm reported.